Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached from the suture inside the patient and was not retrieved. An x-ray showed the bullet buried in the left arcuate ligament. The physician got another capio suture, attached it to the dilator tube, and then pulled it through the arcus tendineous to complete the procedure. The patient's condition is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.